Manufacturer narrative:
The pump was returned and evaluated by product analysis on 06/13/2011 with the following findings: reboots were observed in the pump history. One loss of prime warning observed in the black box associated with a power interruption. The pump powers on normally with no alarms. The rewind, load cartridge, and prime steps performed successfully with no alarms. The pump was exercised for 24 hours with no loss of primes or power issues occurring. The pump was opened and no damage was found to the power circuit. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: e3a, date of manufacture: 02/2010.

Event description:
The patient's family member reported that the pump repeatedly has loss of prime alarms with intermittent power loss.